Manufacturer narrative:
Product event summary: analysis found errors in the programmer update history. The touchscreen was calibrated.

Event description:
It was reported the screen was out of calibration. The programmer was returned for service. There was no patient involvement.